Manufacturer narrative:
Device evaluated by manufacturer. Examination of the balloon noted to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The device was returned with the stent mounted on to the balloon. A visual and microscopic examination identified that the stent had been moved approximately 4mm distally on the balloon. The first row of the distal stent struts were pushed over the distal balloon cone, lifting the stent struts. This type of damage is consistent with the device encountering resistance and excessive tensile force being applied to the device. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left renal artery. A 7.0x20x135 cm express ld vascular stent was advanced for treatment. However, during implantation, it was noted that the stent was dislocated. The procedure was then completed with an sd stent. No patient complications were reported and the patient's status was stable. It was further reported that dislodged stent was successfully removed from the patient's body.

Manufacturer narrative:
Additional information updated describe event or problem, update to adverse event/product problem.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left renal artery. A 7.0x20x135 cm express ld vascular stent was advanced for treatment. However, during implantation, it was noted that the stent was dislocated. The procedure was then completed with an sd stent. No patient complications were reported and the patient's status was stable. It was further reported that dislodged stent was successfully removed from the patient's body.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left renal artery. A 7.0x20x135 cm express ld vascular stent was advanced for treatment. However, during implantation, it was noted that the stent was dislocated. The procedure was then completed with an sd stent. No patient complications were reported and the patient's status was stable.